Manufacturer narrative:
Attempts for the return of the sensor have been made in order to identify the sensor involved in the reported event. The customer indicated that the sensor used for this event was discarded and the sensor lot information was not available. If new information is obtained, a follow-up report will be submitted.

Event description:
It was reported by the customer that the sensors printed circuits parts had become exposed and made an abraded wound on the on the left foot of the infant. Additional information received indicated there was a skin redness that also occurred and no information was obtained if the affected area was healed. It was also mentioned that the sensor was check/rotated approximately every one (1) to two (2) hours.